Event description:
The customer reported a false elevated architect stat high sensitive troponin for one patient. The following data was provided: sid (B)(6): initial result = 373.6 pg/ml, repeats = 1.2 pg/ml and 1.3 pg/ml. The sample was repeated after the result was questioned by the physician. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and observed crystals on the pipetting opening. The shutter, diverter, stat (rohs) was contaminated/dirty. The part was cleaned which resolved the issue. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) verified no subsequent false elevated troponin results have been reported. A review of complaint and trending data for the architect i2000sr processing module did not identify an increase in complaint activity related to the current issue. Additionally review of complaint and trending data associated with the shutter, diverter, stat (rohs) did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect i2000sr processing module for serial (B)(6) or the shutter, diverter, stat (rohs) were identified.